Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. The center submitted a system controller log file dated from (B)(6) 2017 through (B)(6) 2017 for review. It should be noted that there were 8 power elevations over 9 watts that occurred between (B)(6) 2017 and (B)(6) 2017 which were all accompanied by pulsitile index (pi) events. In addition, a series of low flow hazard alarms were captured on (B)(6) 2017. There were no other unusual events noted in the event history and the pump appears to be working as intended. The patient had a history of antiphospholipid antibody syndrome and prior history of clots after the implant surgery. The patient's ldh levels remained within her typical ranges. The patient was asked to take in increased oral hydration. The patient is receiving outpatient follow-up and continuing aggressive coumadin management. The patient remains ongoing on vad support and no further related issues have been reported. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was feeling fatigued. The patient was given intravenous fluids and was encouraged to have increased fluid intake. The symptoms resolved. The patient went to the clinic for follow up and the device was interrogated. The device had fluctuations in pump powers and flows. The lactate dehydrogenase (ldh) was 371 u/l (previously 451 u/l), inr of 2.4 and white blood cell count of more than 20,000/l. The clinicians were concerned of device thrombosis due to the patient¿s extensive medical comorbidities. A multidisciplinary care conference was made and concluded that the patient will be admitted for further workup for pump thrombosis, however, the patient refused to be admitted. The clinicians discussed the matter in length with the patient. The patient was made aware of greater risk of stroke, pump failure and death. The patient was feeling well and decided to go home against medical advice. The patient was reported to be clinically stable and being monitored as outpatient. The ldh and inr were closely monitored. The patient was encouraged to continue increased fluid intake to minimize low flow events. No additional information was provided.